Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7083676.

Event description:
It was reported that the patient was experiencing discomfort at the spinal cord stimulator (scs) leads incision site due being close to the skin. The patent underwent a lead repositioning procedure and was doing well postoperatively. The device remains implanted and in service.